Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged lung cancer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged lung cancer. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.